Manufacturer narrative:
The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint cannot be confirmed for air leakage issues because a sample was not returned for assessment. Without a sample, the exact root cause cannot be determined. Review of the device history record (DHR) could not be completed due to the unknown lot number. Currently, no action is recommended since the risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).

Event description:
Terumo medical corporation received the following reported information: during placement of the band, after inflating the balloons, the balloon deflated within a few minutes and did not hold the air in place. The registered nurse (rn) kept adding air to the balloon and it kept deflating on its own. There was no harm to the patient. It was unclear when the leak occurred after placement since the nurses did not check on patients until one to two hours after placement of the tr band. The blood loss was less than 250cc.

Event description:
Terumo medical corporation received the following reported information: during placement of the band, after inflating the balloons, the balloon deflated within a few minutes and did not hold the air in place. The registered nurse (rn) kept adding air to the balloon and it kept deflating on its own. There was no harm to the patient. It was unclear when the leak occurred after placement since the nurses did not check on patients until one to two hours after placement of the tr band. The blood loss was less than 250cc.

Manufacturer narrative:
A1: patient identifier: requested, not provided due to hospital policy. A2: age & date of birth: requested, not provided due to hospital policy. A3a: sex: requested, not provided due to hospital policy. A4: weight: requested, not provided due to hospital policy. A5: ethnicity: not provided due to hospital policy. A6: race: not provided due to hospital policy. D4: lot number: requested, unknown. D4: expiration date: unknown due to unknown lot number . D4: UDI: unknown due to unknown lot number. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted . E3: occupation: pacu manager. H4: device manufacture date: unknown due to unknown lot number. The production lot number was not provided by the user facility, which prevented a meaningful review of the device history record. The actual device was not available; therefore, the actual device will not be returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.